Event description:
The patient had an av fistula present from the iliac artery to the iliac vein. The day before the zenith aaa endovascualr grafts were placed, the physician used embolization coils to seal off the 5cm av fistula. The day of the procedure the physician placed the convertor to seal off the iliac artery. With the use of the converter there was not a good seal present. A decision to create a better seal by utilizing a main body extension was introduced. The main body extension was placed and the seal was successful. The converter was used off label.